Event description:
Generator remains active (rf energy delivered) when device activation button is released. Device button does not appear to be sticking, issue occurs with activation of both cut and coag modes. The generator had to be turned off in order to suspend rf energy delivery. No patient impact or injury.

Manufacturer narrative:
Method: product received by manufacturer and pending inspection. Eval code results: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event # (B)(4). Evaluation process: unit received in poor condition with gouges in surface (enclosure will be replaced.) No power cord, user manual, nor handpieces were received with unit. Internal visual inspection revealed no loose or broken components. Could not duplicate stated problem: unit correctly and promptly ceased to deliver energy when no longer keyed. Distorted waveforms, however were evident in both cut and coag modes. Found r4 (5.1ohm) and r7 (5.1ohm) reading open circuit on rf board. After re-soldering r4 and r7 on the rf board, unit delivered rf energy correctly into fixed resistors. Stated problem could again not be duplicated. Root cause: could not duplicate stated problem. The unit successfully ceases to deliver energy promptly when no longer keyed. The following issue was discovered during evaluation: the unit was found to exhibited distorted waveforms, which was traced to cracked/cold solder joints at components r4 and r7 on the rf amp pcba. These resistors are involved with the gate drive for mosfets q1 through q4, which drive power through output transformer t3. The solder failure resulted in distorted waveforms and reduced power delivered to the patient. The solder issue with gate resistors r3, r4, r7 and r8 on the rf amp pcba is currently undergoing investigation. In the meantime, the solder will be reflowed to repair the connections. (B)(4).

Event description:
Generator remains active (rf energy delivered) when device activation button is released. Device button does not appear to be sticking, issue occurs with activation of both cut and coag modes. The generator had to be turned off in order to suspend rf energy delivery. No patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.